Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow valve was replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the unit failed the preoperative checkout, indicating high positive end expiratory pressure. There was no report of patient involvement.